Event description:
It was reported that a patient presented to clinic for follow up. It was noted that there was diaphragmatic stimulation on all left ventricular (lv) vectors with capture. The physician elected to explant the lv lead without a replacement. The patient was stable following the procedure.